Event description:
It was reported that a patient underwent a persistent atrial fibrillation ablation procedure with a thermocool smarttouch sf and the patient experienced cardiac perforation that required surgical intervention and prolonged hospitalization steam pop occurred near the end of the procedure on ablation catheter resulting in a tamponade. Patient required cardiac surgery, a cardiac perforation was noted under the auricle, near the mitral isthmus. Patient improved, however, required prolonged hospitalization because of the surgery. The physician's opinion on the cause of this adverse event is that it was patient condition related but the physician is doing his own analysis. Generator ablation mode was power control mode. Noted average temperature of 25°c, impedance 87 (and 75 at the end), power 45w. The length of ablation cycle when the pop was observed was 24,8 seconds. No errors were reported biosense webster system.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31473910l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).